Event description:
It was reported that the device interface pins are pushed in. The customer reported that "this prevents the handheld's battery from changing. Docking station soes not charge battery. Radical-7 shuts down when removed from docking station." There were no error messages observed. No pt info is available.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, it was found that the device docking station interface connector pogo pin 3 is locking in the fully pressed position when docked in a docking station, but should freely spring between pressed and depressed position. As a result, when pin 3 is locked in the pressed position, the battery indicator light will not illuminate and the battery will not charge. With the battery fully discharged, the device will immediately power off without alarm when removed from the docking station. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.